Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the patient presented with severe angina. The procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification, moderate tortuosity and 90% stenosis. The lesion was pre-dilated with a 3x12 mm semi compliant balloon and then the 3.5x48 mm xience skypoint stent was deployed via the radial approach at 16 atmospheres. Fluoroscopy after stenting showed and edge dissection at the proximal edge. The dissection was treated with an additional xience skypoint stent. No additional information was provided.